Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On( B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the pump alarmed the max total limit of 57 units was reached, and the patient denied it being accurate. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2018 with the following findings: during investigation, te black box shows that time/date reset occurred, and time was set incorrectly at power on from (B)(6)18@4:31pm to (B)(6)/18@07:49am leading the pump to over delivering and alarm with ¿cs165¿ exceeds max total daily dose limit that was set to 57u. The ¿ez-prime¿ steps were performed correctly, the pump reflected 12u after a 12hr duration test on 1u/hr basal program, no ¿cs165¿ exceed max tss limit warnings occurred. The product performs within spec, unable to duplicate the original complaint.